Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 17. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis. No further patient complications were reported.